Manufacturer narrative:
Physio- control downloaded the electronic records from the customer¿s device and verified the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself when the code summary button on the device was pressed. This occurred when monitoring a patient only. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio replaced the battery pins in the device as part of preventative maintenance. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself when the code summary button on the device was pressed. This occurred when monitoring a patient only. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.